Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap pro biflex device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third party service center for evaluation. During servicing of the device, no evidence of visible foam particles was observed. The device has been scrapped. Section g2 and h6 had been updated accordingly. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap pro biflex device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.